Event description:
It was phoned in by the perfusion dept that a femoral cannula was found to be leaking. The pt was transfered to the hospital on ECMO with cannula in place; upon arrival to facility, it was found leaking. The device was exchanged. No adverse pt events were reported. The cannula is believed to have been in the patient for 8 days.

Manufacturer narrative:
Evaluation: the returned product, femii008v, was found to be leaking at the overmold hub. A proposed root cause of the leakage between the overmold and wire wound section could not be determined. Device was used off label and in violation of risk control measures set forth by edwards to mitigate this risk. Prolonged use of the device is adequately warned against in the labeling and IFU. Edwards has only validated this design to perform for 6 hours or less. In the interest of due dilligence, edwards will continue to investigate this issue under the open product risk assessment. The customer clarified that the cannula was in use in the patient for approximately 8 days before use. The device was used "off label" against edwards' indications for use. Also the returned device was found to be of a different lot # than the lot # reported. The reported lot # belonged to a 12fr cannula and the returned cannula was found to be 8fr. The actual lot # could not be found. Corrective action determinations will be decided in the respective product risk assessment that have been opened in order to address prolonged use of the device. The instructions for use state: edwards lifesciences femoral access cannulae are intended for use in situations which require rapid femoral venous and arterial access for short-term (= 6 hours) cardiopulmonary bypass. Vessel access (venous or arterial) is left to the discretion of the physician. From the available information, it can be determined that the user did use the device for greater than 6 hours. The severity associated with this failure is appropriately addressed in the afmea. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
Additional information received from hospital submission (B)(4). This device was used in a pediatric patient. The report read; blood leakage was noted from the ECMO cannulation site. Pressure held, peds surgery notified. Site packed with surgicel and pressure held by peds surgery. Decision was made to change out cannulae in or. The device was reported as femii012v from lot number 58936901, upon receipt from the hospital; the product returned was femii008v with an unknown lot number. The femii008v evaluation results have been reported on prior supplemental report. It is important to note that this device was in use for 8 days before it was exchanged after arriving to the hospital. These cannulae as stated in the IFU are instructed to be used less than 6 hours. The use of this device for 8 days is considered off label use. Edwards has seen an increased frequency of off label use with these cannulae. Edwards has taken the corrective action to update the IFU to include contraindications relating to placement outside of femoral access and prolonged use. Trends will continue to be monitored through the edwards quality system and any further information learned will be reported as necessary.

Event description:
Additional information received from hospital MDR (2300460000-2013-8245): blood leakage was noted from the ECMO cannulation site. Pressure held, peds surgery notified. Site packed with surgicel and pressure held by peds surgery. Decision was made to change out cannulae in or. The quantity of blood leakage was not reported.